Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device exhibited a "monitoring cable failure" . It was reported that the alleged failure of "monitoring cable failure" was observed while the device was in use. However, no adverse patient impact was reported.